Event description:
Patient complained of pain and x-rays taken in 2004 indicated disassociation of poly portion of patella. Revision performed the next month, in which the patella and the trochlear components were removed and replaced. It was reported that intraoperatively, wer was noted on the metal portion of the patella and on the trochlear component.